Event description:
It was reported that during a stenting procedure, deployment difficulties occurred. The lesion location was not specified. The lesion characteristics are unknown. The 10x49x75 iliac 6f unistep plus wallstent was advanced to the lesion and ten percent of the stent deployed. The stent was in the correct position and the physician tried to retract the catheter to deploy the stent, but the stent did not expand. He then tried to close the stent with the sheath in order to remove it but in the process caused the stent to "jump open". The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable". Attempts to obtain further information have been unsuccessful.